Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, generally, the e433 error is activated by the device's safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: (1) the operator activates the footswitch during generator rebooting (temporary fault caused by user action). (2) a defective footswitch (temporary fault). (3) a defective footswitch (temporary fault, defective reed contact). (4) a faulty cable connection between hvps board and generator board (temporary or permanent fault). (5) a defective hvps board (permanent fault). (6) a defective generator board (permanent fault). (7) a defective motherboard (adc, permanent fault). A design change and improved generator board was introduced into production in mid-july 2020. The subject device of this report was manufactured prior to the design change (see h4).

Manufacturer narrative:
Additional information is not yet available for this event. Upon inspection and testing, the error e433 could not be duplicated. The device passed all test. General cleaning of the device was provided. Evaluation is still ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during preparation for use the device yielded an e433 error message, which caused the device to reboot. There is no patient involvement and no harm reported to any patient.